Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 4 (cat# 02-010-01-0240). Lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040). Three peg patella 35mm (cat# 200-02-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately six years post initial tka, the 67 y/o male patient experienced swollen knee (left) due to polyethylene wear with evidence of osteolysis seen on x-ray. The event is still ongoing. Per clinical study case report form indicates this event is possibly related to devices and definitely related to procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the prosthesis wear and osteolysis reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.